Manufacturer narrative:
(B)(4): final device analysis of the pump revealed motor gear corrosion. There was residue/corrosion on the pinion, gear 3, 4, and 5 and the rotor magnet. Residue and cracks were seen on the plate of gear 2, and more residue was seen on the jewel of the top plate and on the roller arm. X-ray showed that there was no roller arm movement. The pump was stalled.

Event description:
It was reported that the pump had a depleted battery. The medication being delivered via the device system was morphine.